Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an issue with the tap cap fitting on the 150mm perc pin. The rubber gasket seemed to be too girthy. The site opened another perc pin and had the same issue. The next steps were to follow up to determine if nav was aborted, patient demographics, and instrument inspection. There was no patient impact reported. The rubber aspect of this instrument didn't appear to be the issue. The rep reported that the complaint was actually with the tap cap not seating properly not the reference frame. While onsite he noticed the cap will not fit on the perc pin because the metal tab on the slide of the perc pin is too big for the cap to seat. No patient in the room at the time of the complaint. Rep returning an additional perc pin.

Manufacturer narrative:
H3 - evaluation of the returned pin found that one of the two returned perc pins is missing the silicon tip. However, both insert into a known good perc pin adapter without issue. The measurements of the silicon tip and pin diameter are both with specifications. No problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was no additional delay or patient impact as the issue was discovered before a patient was present. The scrub tech was able to get another perc pin that worked. There were no other contributing factors present. The issue remained what was originally reported. The metal nub on certain lot numbers was too big for the tap cap to seat properly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.